Event description:
It was reported that the device pressure sensors were out of range. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Investigation summary: the report of pressure sensors being out of range could not be confirmed. Inspection, log analysis and laboratory testing could not be performed because the device was not returned for investigation. External and internal inspection of the suspect pump modules could not be performed because the devices were not returned for investigation. Laboratory testing of the suspect pump module could not be performed because the device was not returned for investigation. The alaris¿ pump pressure sensing system relies on two pressure sensors: one located upstream, on the fluid or bottle side, and another downstream, on the patient side. These sensors detect occlusions or restrictions in the intravenous (IV) line through software monitoring. The sensors are linear strain gauge amplified force transducers that measure the force exerted by the flexible pumping segment of the disposable tubing. As pressure within the tube increases, the transducer¿s voltage output rises proportionally. The gap dimensions between components influence the amount of pressure detected by the sensors. According to the manufacturer¿s specifications, the voltage output for fsa pressure sensors at zero load is 1 volt ± 0.154 volts. When force is applied, the voltage output corresponds to a rail voltage ranging from 4.85v to 5v. Log analysis of the suspect devices could not be conducted, as they were not returned for investigation and the associated logs were not provided by the facility. The bd alaristm system with guardrails user manual v12.1 states to not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The alaris system user manual v12.1 states that, when preparing an infusion, the administration set must be properly loaded into the device to prevent instrument malfunction. Before operating, verify that the set is free from kinks and correctly installed, ensuring tubing placement over the pressure sensors. Only bd alaris pump infusion sets should be used with the pump module, as other sets may result in improper operation, inaccurate delivery of fluid, or potential hazards. Additionally, to avoid damage, do not apply pressure to the center of the pressure sensors use only bd alaris pump infusion sets with the pump module. The use of any other set can cause improper instrument operation, in inaccurate fluid delivery or other potential hazard. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pressure sensor being out of range was not determined. Inspection, log analysis, and laboratory testing were not performed because the devices were not returned for investigation, and the facility did not provide the associated logs. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device pressure sensors were out of range. There was no patient involvement.